Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad unresponsive. The customer¿s blood glucose was 130 mg/dl at the time of incident. Customer states that when they pressing the key to unlock it did not work and when they finally gets into the insulin pump they cannot press any options. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with slow responding keypad buttons. Problem isolated to the keypad. Device passed displacement test. Hardware low level failures alarmed during self test and pump trace download confirmed hardware low level failures due to broken trace at u1 pin6/sda on keypad assembly. Software low level failures found in the pump history line number = 2005 and file number = 5632. Problem isolated to electronic assemblies.